Event description:
The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.

Event description:
The explanted vns generator was received by the manufacturer and is pending product analysis.

Event description:
It was reported that the patient was being referred for vns replacement due to likely end of service. The patient's generator was unable to be interrogated by the physician's and the company representative's programming equipment, though demo vns generators were able to be interrogated using the equipment. It was reported that the last known settings were low settings and that the battery should not have been in the position to deplete in such a short time. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed. The allegation of premature end of life, or eol, was duplicated in the product analysis, or pa, lab. The generator was unable to be interrogated "as received". As such, diagnostics, the fet, and other tests could not be performed. With the generator case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery measured 0.029 v, confirming the end of service, or eos, condition. The pcba was subjected to a postburn electrical test and the results indicated that pcba failed several electrical tests. Contaminates were observed on the trimmed edge of the pcba. The contaminates suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, contributing to the supply current conditions, which resulted in increased out of specification current consumption for both standby and pulsing modes of operation. This may have been the contributing factor for the reported premature eol.